Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
It was reported that during a procedure, while advancing a 6.7mm cannulated screw a small piece at the tip of the hex driver, ar-8967d, broke off. The surgeon removed all broken pieces from the patient. Nothing was left in the patient. It was the hospital's policy to temporarily keep the broken driver for documentation and the rep unsure if/when he can get it back. There was no ill effects and the case was completed successfully by opening a separate screw driver. Additional information provided 1/18/2021: no additional incision needed. The surgeon was able to retrieve it with a rongeur.